Event description:
Reporter indicated experiencing an increase in seizures above the patient's pre-vns baseline. The patient's treating physician was contacted, but did not know about the event. The physician plans to bring the patient into the office for evaluation. Good faith attempts to obtain additional information have been unsuccessful to date.